Event description:
It was reported that the customer's blood glucose level was as high as 569 mg/dl twice on (B)(6) 2014. The customer stated the cannula of her unomedical insulin infusion set was bent and that could have been the reason for her high blood glucose levels. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.